Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
The customer reported to philips that the brush head broke into two pieces while brushing. There was no report of patient harm.